Event description:
The patient reported at 7:00 am her blood glucose reached 250 mg/dl and at 9:00 am after she ate breakfast she gave herself a correctional bolus of insulin (exact dosage was not provided). She started to notice that she was having symptom of ketoacidosis. So she went to the hospital and upon arrival the hospital staff assumed she was having a heart attack even though she told them it was diabetes related and that it was diabetic ketoacidosis. She stated that she was not treated correctly by the hospital staff. She did not provide any further information regarding the hospitalization or to her treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria.